Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
MDR 3003442380-2026-34391 / Supplemental Report 01.  IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review.Correction: This MDR is being submitted to correct the submitted Expiration date under D4.Additional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H10: Related Report Numbers.H11: Investigation summary.Complaint Investigation Results:Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 29/JUN/2026 against "Lot Number" 6016989 and Similar Malfunction Codes: Adhesive patch completely detaches during use- Detachment / significant wetness, Adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to Adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type). The review confirmed that Lot: 6016989 and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature.Similar Complaints search:A query was run in the eQMS on 29/JUN/2026 against "Lot Number" criteria equal 6016989 and Similar Malfunction Codes: Adhesive patch completely detaches during use- Detachment / significant wetness, Adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to Adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type). The number of complaints is 4. The complaint number is (b)(4) . Escalate to CAPA determination for Statistical Analysis.Device History Record (DHR) Review:The lot: 6016989 was manufactured according to Work Instruction (WI) version 125 and manufactured in the Line L-4, on 06/JAN/2026 with a total of (b)(4) units.The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue.Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted.Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing:Retain samples from the relevant lot were requested and tested in accordance with approved procedures:WI Guidance for Visual Testing for Complaints Area Version 3: 3 samples tested and passed visual inspection for the reported malfunction code Adhesive patch completely detaches during use- Detachment / significant wetness. All test results were within specification as documented in the attached test report complaint: (b)(4).Conclusion: Testing did not confirm the reported issue; no nonconformance identified.Return Samples Testing:Returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return.Conclusion: Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the above investigation, further investigation was required because the following Threshold was met 3 or More complaints exist for the same Lot and similar malfunction(s). Statistical Analysis result:After assessment of the failure via Product Trending over time refer to FORM (1006922) using control charts, the risk has been deemed to be within accepted limits. No further action is required. The issue will continue to be monitored under CAPA 2010953 as part of Quality System trending.Root Cause of Problem:Customer complaint reporting includes a large number of reports related to accidental misuse where the infusion set, and adhesive patch have been accidentally pulled off. This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for EWIS.Design verification data is lacking in the Design History Files, along with validated test methods, to quantify adhesion performance.Corrective Action as a result of the Investigation:Review Design Inputs for 7-day adhesive and complete associated Test Method Validation, Design Verification testingReview and Update Risk Management FileAssess potential adhesive formulation update.Review Instructions for Use (IFU) and relevant documents (U-FMEA) to evaluate proper skin preparation and/or negative effects of external factors (such as swimming) on adhesive durability.CAPA Determination = Refer to Existing CAPA.Conclusion Summary of Complaint Investigation:As a result of the following:A comprehensive review was conducted, including eQMS queries, similar complaint searches, Device History Record review, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for Lot: 6016989 and related malfunction codes for Adhesive patch completely detaches during use- Detachment / significant wetness More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence or samples were provided, so the assessment was based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Complaint Unconfirmed:Following investigation the reported failure could not be confirmed for this complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.